Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned for service with an allegation of "service required, mask filled with smoke". The complaint also indicates the devices were making a "humming/shining sound". There was no patient harm or injury reported. The device was evaluated by the manufacturer and performed an external and internal inspection of the received device and found no evidence of thermal damages. There was evidence of dirt/dust contamination to the air inlet filters (air inlet path of the remstar) and also to the remstar sd card slot. This contamination was later found throughout the remstar air path. The blower assembly was disassemble and evidence of dirt/dust contamination and a dark-colored oil-like substance coating the internal surfaces of the remstar blower assembly was observed. The impeller assembly shows evidence of having fractured likely due to the impeller becoming unbalanced from the build-up of contaminants. The contaminants would also likely result in the degradation of the impeller assembly. There are indications of the impeller assembly having rubbed the blower assembly, likely resulting in the noted complaints. Based on the investigation, the manufacturer does confirm the complaints associated with the returned device. The complaints are found to be due to a failure of the blower impeller in the remstar as a result of improper care of the remstar by the user of the device and is not a result of a failure of the remstar during normal usage. The device was being used in an environment containing the dirt/dust contaminants and a dark-colored oil-like contaminants. These contaminants entered the remstar airpath leading to a failure of the remstar blower assembly. Section e. 1 was incorrectly reported in previous report, which is now updated in this follow-up report.